Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient fell in the driveway and their implantable cardioverter defibrillator (ICD) never "went off." The spouse stated that the device/right ventricular (rv) lead did not shock the patient while they were in the driveway. The spouse alleged that the products contributed to the patient's death. Follow up with the funeral home and the patient's clinic indicated that the cause of death was natural but it is unknown if there were any device or lead issues.